Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(6) alleging the onetouch veriopro meter read inaccurately compared to another device. The patient reported a blood glucose result of "130 mg/dl" with the subject meter; however, did not provide results obtained with the other device, performed within 30 minutes of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, this complaint is being reported because the alleged inaccuracy remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.